Manufacturer narrative:
Product analysis: a kink was evident to the hypotube, 6cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per position specification, but due to deformation to the mid to proximal stent deformation and misalignment, the stent did not meet visual acceptance specification. Deformation was evident to the proximal to mid stent wraps with struts raised, bunched overlapping. Blood was visible in the balloon and inflation lumen. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel, as the mandrel could not be backloaded through the distal tip. Bunching was evident to the distal shaft. Deformation was evident to the inner member. Bunching was also evident to the distal balloon material. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the stent device was still in the ¿guide catheter¿ (not in the ¿guide wire¿ as previously reported). The stent device was positioned on the balloon between the marker bands but not as per specification as previously reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent to treat a lesion in the obtuse marginal (om). The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. No excessive force was used during delivery. It was reported stent deformation occurred in vivo during positioning/advancement. The physician reported that during the pci, two wires were in use and one wire had a balloon when the resolute onyx was attempted to advance over the other wire. Resistance was noted at the subclavian portion, the stent device was still in the guide wire, not into the coronary vessels. The device was pulled out and it was noted that the stent struts and tip were very deformed. The procedure was completed using another resolute onyx drug eluting stent. The patient is alive with no injury.